Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive. Customer also reported receiving an unexpected restart alarm prior to the keypad anomaly occurring. Customer's blood glucose was 212 mg/dl. The customer stated their temp basal was not programmed prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive due to corroded keypad traces. No reset error alarm was noted. No moisture damage was noted on the electronic assembly during the visual inspection. The insulin pump had minor scratches on the display window, cracked case at the display window corners, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corner.